Event description:
The customer observed falsely decreased architect tsh results generated on the architect i1000sr processing module for a female patient with hypothyroidism. Architect result was 4.5976 uiu/ml, repeat result was 4.5343 uiu/ml, repeat result on another architect 4 uiu/ml the same sample tested on beckman result reported was 11.1 uiu/ml and on roche result reported 12 uiu/ml (clia method) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely decreased architect tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Ticket search by lot indicated the reagent lot is performing as expected for this product. A review of tracking and trending did not identify any related trends for the product for the issue. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. The overall performance of architect tsh reagent was reviewed using data gathered from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 51362ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased architect tsh results generated on the architect i1000sr processing module for a female patient with hypothyroidism. Architect result was 4.5976 uiu/ml, repeat result was 4.5343 uiu/ml, repeat result on another architect 4 uiu/ml the same sample tested on beckman result reported was 11.1 uiu/ml and on roche result reported 12 uiu/ml (clia method) no impact to patient management was reported.